Event description:
Symptoms vary on alternate days.

Manufacturer narrative:
Corrected and additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient reported that he experienced halos and starbursts. He is seeing halos within certain distance, and beyond which he only sees starbursts. He experiences halos and starbursts with point sources of light. The problem is lesser with dipped headlights. There is no such problem with diffused light like tube light or backlit sign boards and certain led lights (can't pinpoint which). He has been using medications prescribed religiously until the last two weeks. He temporarily discontinued medications, but problem persisted. With one of the drops, halos tend to reduce to a great extent, but starbursts increase as well as brightness of lights (much more difficult to even walk in the night). The patient reports that after surgery he could read and see comfortably without glasses, but now reading without glasses puts a strain on the eyes. Fine print looks somewhat diffused. Distant objects do not look as sharp as with glasses on; more so with left eye. Additional information was provided that the symptoms are not improving. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient experiences glare.